Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 20f sheath and the evar procedure was completed. Reportedly post procedure, one of the prostyle sutures broke during knot advancement. A new prostyle was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.